Event description:
It was reported that an ilet user experienced hyperglycemia after being disconnected from the system for approximately 1¿2 hours due to a charging issue, with a peak blood glucose of 351 mg/dl and device alerts above 300 mg/dl for over 90 minutes; once reconnected with dexcom g7 readings, glucose subsequently returned to 110 mg/dl without backup therapy. Customer care provided assistance that includes user coaching, and monitoring of glucose trends after reconnection. Investigation of this case revealed that the exact cause of the hyperglycemia could not be determined, though temporary loss of therapy due to charging interruption was suspected. Symptoms included sleepiness associated with hyperglycemia. Outcomes included no medical treatment, and resolution of glucose to target range. It was concluded that the event was non-serious, user recovered, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.